Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer slipped and fell on her pump. In addition, it was reported that the customer accidentally erases a personal profile. Customer's blood glucose level was 177 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.